Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') and genital haemorrhage ('genital abnormal bleeding/severe bleeding') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), mental disorder ("psychological disorder"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), libido decreased ("hormonal changes describe: decreased sex drive"), hot flush ("hot and cold flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), vaginal cyst ("cysts on vagina"), cold sweat ("cold sweats"), hair growth abnormal ("abnormal hair growth"), mood swings ("mood swings"), uterine pain ("stabbing pain from my uterus/tubes to my lower back and down my legs") and adnexa uteri pain ("stabbing pain from my uterus/tubes to my lower back and down my legs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, mental disorder, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased, libido decreased, hot flush, vaginal haemorrhage, infection, dysmenorrhoea, dyspareunia, vulvovaginal pain, vaginal cyst, cold sweat, hair growth abnormal, mood swings, uterine pain and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, bladder disorder, cold sweat, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, hormone level abnormal, hot flush, hypersensitivity, infection, libido decreased, menorrhagia, mental disorder, mood swings, pelvic pain, urinary tract disorder, uterine pain, vaginal cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for other injuries- gi conditions, hair loss, hormonal changes and weight gain. Lot number: a78080 manufacture date: 2012-12 expiration date: 2015-12. Amendment: the report was amended for the following reason: significant codding correction done. Event stabbing pain from my uterus/tubes to my lower back and down my legs splits into uterine pain and fallopian tube pain. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included atorvastatin calcium (lipitor) and hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). In 2013, the patient experienced hot flush ("hot and cold flashes"). In 2014, the patient experienced hypersensitivity ("hypersensitivity"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding/severe bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), mental disorder ("psychological disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), libido decreased ("hormonal changes describe: decreased sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), vaginal cyst ("cysts on vagina"), cold sweat ("cold sweats"), hair growth abnormal ("abnormal hair growth"), mood swings ("mood swings"), uterine pain ("stabbing pain from my uterus/tubes to my lower back and down my legs"), adnexa uteri pain ("stabbing pain from my uterus/tubes to my lower back and down my legs"), neuropathy peripheral ("neuropathy") and abdominal pain lower ("cramps") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, mental disorder, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased, libido decreased, hot flush, vaginal haemorrhage, infection, dysmenorrhoea, dyspareunia, vulvovaginal pain, vaginal cyst, cold sweat, hair growth abnormal, mood swings, uterine pain, adnexa uteri pain, weight decreased, neuropathy peripheral and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bladder disorder, cold sweat, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, hormone level abnormal, hot flush, hypersensitivity, infection, libido decreased, menorrhagia, mental disorder, mood swings, neuropathy peripheral, pelvic pain, urinary tract disorder, uterine pain, vaginal cyst, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for other injuries- gi conditions, hair loss, hormonal changes and weight gain. Discrepancy noted in insertion dates: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Lot number: a78080, manufacture date: 2012-12, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included atorvastatin calcium (lipitor) and hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). In 2013, the patient experienced hot flush ("hot and cold flashes"). In 2014, the patient experienced hypersensitivity ("hypersensitivity"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding/severe bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), mental disorder ("psychological disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), libido decreased ("hormonal changes describe: decreased sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), vaginal cyst ("cysts on vagina"), cold sweat ("cold sweats"), hair growth abnormal ("abnormal hair growth"), mood swings ("mood swings"), uterine pain ("stabbing pain from my uterus/tubes to my lower back and down my legs"), adnexa uteri pain ("stabbing pain from my uterus/tubes to my lower back and down my legs"), neuropathy peripheral ("neuropathy") and abdominal pain lower ("cramps") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, mental disorder, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased, libido decreased, hot flush, vaginal haemorrhage, infection, dysmenorrhoea, dyspareunia, vulvovaginal pain, vaginal cyst, cold sweat, hair growth abnormal, mood swings, uterine pain, adnexa uteri pain, weight decreased, neuropathy peripheral and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bladder disorder, cold sweat, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, hormone level abnormal, hot flush, hypersensitivity, infection, libido decreased, menorrhagia, mental disorder, mood swings, neuropathy peripheral, pelvic pain, urinary tract disorder, uterine pain, vaginal cyst, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for other injuries- gi conditions, hair loss, hormonal changes and weight gain. Discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Lot number: a78080 manufacture date: 2012-12 expiration date: 2015-12. Most recent follow-up information incorporated above includes: on 27-dec-2019: plaintiff fact sheet received: new events - weight loss was added. Onset dates of events and concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included atorvastatin calcium (lipitor) and hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). In 2013, the patient experienced hot flush ("hot and cold flashes"). In 2014, the patient experienced hypersensitivity ("hypersensitivity"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding/severe bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), mental disorder ("psychological disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), libido decreased ("hormonal changes describe: decreased sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), vaginal cyst ("cysts on vagina"), cold sweat ("cold sweats"), hair growth abnormal ("abnormal hair growth"), mood swings ("mood swings"), uterine pain ("stabbing pain from my uterus/tubes to my lower back and down my legs"), adnexa uteri pain ("stabbing pain from my uterus/tubes to my lower back and down my legs"), neuropathy peripheral ("neuropathy") and abdominal pain lower ("cramps") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, mental disorder, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased, libido decreased, hot flush, vaginal haemorrhage, infection, dysmenorrhoea, dyspareunia, vulvovaginal pain, vaginal cyst, cold sweat, hair growth abnormal, mood swings, uterine pain, adnexa uteri pain, weight decreased, neuropathy peripheral and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bladder disorder, cold sweat, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, hormone level abnormal, hot flush, hypersensitivity, infection, libido decreased, menorrhagia, mental disorder, mood swings, neuropathy peripheral, pelvic pain, urinary tract disorder, uterine pain, vaginal cyst, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for other injuries- gi conditions, hair loss, hormonal changes and weight gain. Discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Lot number: a78080 manufacture date: 2012-12 expiration date: 2015-12. Most recent follow-up information incorporated above includes: on 27-dec-2019: plaintiff fact sheet received: new events - weight loss was added. Onset dates of events and concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') and genital haemorrhage ('genital abnormal bleeding/severe bleeding') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), mental disorder ("psychological disorder"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), libido decreased ("hormonal changes describe: decreased sex drive"), hot flush ("hot and cold flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), vaginal cyst ("cysts on vagina"), cold sweat ("cold sweats"), hair growth abnormal ("abnormal hair growth"), mood swings ("mood swings") and pain ("stabbing pain from my uterus/tubes to my lower back and down my legs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, mental disorder, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased, libido decreased, hot flush, vaginal haemorrhage, infection, dysmenorrhoea, dyspareunia, vulvovaginal pain, vaginal cyst, cold sweat, hair growth abnormal, mood swings and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cold sweat, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, hormone level abnormal, hot flush, hypersensitivity, infection, libido decreased, menorrhagia, mental disorder, mood swings, pain, pelvic pain, urinary tract disorder, vaginal cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for other injuries- gi conditions, hair loss, hormonal changes and weight gain. Lot number: a78080, manufacture date: 2012-12, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included atorvastatin calcium (lipitor) and hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). In 2013, the patient experienced hot flush ("hot and cold flashes"). In 2014, the patient experienced hypersensitivity ("hypersensitivity"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding/severe bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), mental disorder ("psychological disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), libido decreased ("hormonal changes describe: decreased sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), vaginal cyst ("cysts on vagina"), cold sweat ("cold sweats"), hair growth abnormal ("abnormal hair growth"), mood swings ("mood swings"), uterine pain ("stabbing pain from my uterus/tubes to my lower back and down my legs"), adnexa uteri pain ("stabbing pain from my uterus/tubes to my lower back and down my legs"), neuropathy peripheral ("neuropathy") and abdominal pain lower ("cramps") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, mental disorder, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased, libido decreased, hot flush, vaginal haemorrhage, infection, dysmenorrhoea, dyspareunia, vulvovaginal pain, vaginal cyst, cold sweat, hair growth abnormal, mood swings, uterine pain, adnexa uteri pain, weight decreased, neuropathy peripheral and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bladder disorder, cold sweat, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, hormone level abnormal, hot flush, hypersensitivity, infection, libido decreased, menorrhagia, mental disorder, mood swings, neuropathy peripheral, pelvic pain, urinary tract disorder, uterine pain, vaginal cyst, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for other injuries- gi conditions, hair loss, hormonal changes and weight gain. Discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Lot number: a78080 manufacture date: 2012-12 expiration date: 2015-12. Most recent follow-up information incorporated above includes: on 27-dec-2019: plaintiff fact sheet received: new events - weight loss was added. Onset dates of events and concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') and genital haemorrhage ('genital abnormal bleeding/severe bleeding') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), mental disorder ("psychological disorder"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), libido decreased ("hormonal changes describe: decreased sex drive"), hot flush ("hot and cold flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), vaginal cyst ("cysts on vagina"), cold sweat ("cold sweats"), hair growth abnormal ("abnormal hair growth"), mood swings ("mood swings") and pain ("stabbing pain from my uterus/tubes to my lower back and down my legs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, mental disorder, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased, libido decreased, hot flush, vaginal haemorrhage, infection, dysmenorrhoea, dyspareunia, vulvovaginal pain, vaginal cyst, cold sweat, hair growth abnormal, mood swings and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cold sweat, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, hormone level abnormal, hot flush, hypersensitivity, infection, libido decreased, menorrhagia, mental disorder, mood swings, pain, pelvic pain, urinary tract disorder, vaginal cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for other injuries- gi conditions, hair loss, hormonal changes and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet and mr received: lot no. Was added. New events - hormonal changes describe: decreased sex drive, hot and cold flashes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (other), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal pain, cysts on vagina, cold sweats, abnormal hair growth, stabbing pains from my uterus/tubes to my lower back and down my legs were added. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.